Manufacturer narrative:
One sample model my8060 lot 92313001 was returned for investigation by the customer. The sets were examined for defects and abnormalities. A hair was spotted on in the packaging within the syringe. The customer complaint that a hair was inside the package was verified. A quality notification was sent to the supplier. No root cause was determined because bd no longer uses the supplier. A device history record review for model my8060 lot number 92313001 was performed. The search showed that a total of 15003 units in 1 lot number was built on 23jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material#: my8060, batch number#: 92313001. It was reported by customer that there is a hair on the inside an unopened 50ml texium syringe. It looks as though it is embedded in the plastic. We also had a syringe that had what looked like an eyelash in a different 50ml texium syringe - product was opened and discarded by technician. This was found in the hazardous IV room and was caught before use. Verbatim#: "there is a hair on the inside an unopened 50ml texium syringe. It looks as though it is embedded in the plastic. We also had a syringe that had what looked like an eyelash in a different 50ml texium syringe - product was opened and discarded by technician. This was found in the hazardous IV room and was caught before use."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd needle-free syringe 50ml had foreign matter. The following was received from the initial reporter: "there is a hair on the inside an unopened 50ml texium syringe. It looks as though it is embedded in the plastic. We also had a syringe that had what looked like an eyelash in a different 50ml texium syringe - product was opened and discarded by technician. This was found in the hazardous IV room and was caught before use."